Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The functional tests could not be performed due to the keypad anomaly. The insulin pump was also received with some cosmetic damage.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 35 mg/dl, which the customer advised she had corrected. The customer did not recall any significant events leading to the alarm. She stated that she woke up with the low blood glucose reading, disconnected from the device, and when she checked the insulin pump, she noticed the alarm. She changed the battery, and the insulin pump showed a countdown, followed by another button error alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.